Manufacturer narrative:
It was reported that patient concurrently underwent colpopexy, anterior and posterior repairs, enterocele ligation, and cystoscopy.

Event description:
It was reported that patient concurrently underwent colpopexy, anterior and posterior repairs, enterocele ligation, and cystoscopy.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional patient codes: (B)(4)-blood loss, (B)(4)- urinary frequency, (B)(4)- organ perforation details: it was reported that following insertion the patient experienced bleeding, symptomatic frequency, and organ perforation.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and miniarc sling were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.